Manufacturer narrative:
G4: 08mar2020 b4: (B)(6)2020. The service technician replaced the lithium-ion battery to resolve the reported issue. No other abnormality was confirmed but the following parts were replaced as regulated by periodic maintenance 1 (one) procedure to prevent failure: oxygen inlet filter, air inlet filter and cooling fan filter. Rubber feet were replaced. Unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported alarm occurred during pre-use unit check. The service technician confirmed the reported issue was not duplicated but did locate an error code indicating battery failure in the diagnostic log. The service technician recommended battery replacement.